Event description:
The kit booking specialist reported an event of breakage of the product involved. The customer contacted stryker only to receive a substitution for the broken items. The breakage happened in the tip of the products. No adverse consequences reported.

Manufacturer narrative:
Device will not be returned. If the device or add'l info becomes available it will be reported on a supplemental report.